Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a reservoir was attached to a drain. The device was not draining properly. The surgeon needed to use a hypodermic needle to poke into the drainage port to get the fluids to drain properly. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a deterioration of valve's material.